Event description:
It was reported that the lead had low impedance. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number imd19 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s.